Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the assembly of the initial femoral replacement components, the complete femoral construct (femoral component, distal augments, posterior augments, sleeve and stem) slid off of the attune revision assembly base and fell onto the floor. Now contaminated, the initial femoral replacement components had to be replaced with a second set of components. After the surgeon assembled the femoral sleeve onto the femoral component, the rotation of the femoral sleeve shifted slightly as the universal stem was being screwed on and tightened to the femoral sleeve. Apparently, the morse taper did not seal completely during the impaction of the sleeve onto the femoral component, which was the prior step in the assembly process. Surgeon had struck the sleeve impactor once with a mallet, to seal the morse taper between the sleeve and femoral component, but the force of the impaction must not have been sufficient enough the seal the taper. Surgeon then attempted to remove the stem from the sleeve, so he could reposition the sleeve on the femoral component. As he was attempting to unscrew the stem from the sleeve, the attune wrench he was using slipped off of the stem abruptly, causing the complete femoral construct to slip off of the assembly base and onto the floor. Since only one set of attune revision implant components were available for this surgery, surgeon utilized alternate size attune revision femoral components to complete the surgery. To make the second set of components fit properly, additional resections, broaching, and trialing were required, which extended the surgery time approximately thirty minutes. Doi: unknown; doe: (B)(6) 2018.